Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. The device was used on a pt, however there was no report of harm to the pt. It was reported that the pt's height and weight would be difficult for them to obtain. Furthermore, they don't exactly how long the mask was being used on pts, but it was a very short time as they have only been using the masks for a few weeks. An initial quality eval was performed on (B)(4) 2014. The complaint sample has been requested for eval. This complaint is being evaluated. This is the first complaint of this type received for this product. No previous investigation exists for this issue for this product. Based on this review unable to determine if product meets specification. An investigation is required to determine if any further actions are required. This involves five pts with four different issues; a separate 3500a form has been completed for the other (6) cases. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.

Event description:
It was reported that the tubing disconnecting from port on mask spontaneously. Physiotherapist went to the ward and attended to the end user. It was reported the end users mask was taped by the ward, they taped it at the spot where hose connects to the post on mask as well as where the bag attaches to the mask.